Event description:
It was reported that the device showed error 42224. There was unknown patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9: date received by mfg; 1/10/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection and functional testing performed during investigation. The customer reported complaint confirmed with the review of the event history log but could not be duplicated during testing. The probable cause is unknown.